Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a skin infection reported to stimwave on (B)(6) 2017 by clinical specialist. The patient was implanted on (B)(6) 2017 with a stimq receiver stimulator (fr8a-rcv-a0) and spare lead (fr8a-spr-b0). The stimulator was implanted at the inguinal nerve for chronic peripheral pain therapy. There were no complication experienced during the procedure, and the patient was sent home following recovery with adequate coverage and pain relief. On (B)(6) 2017, the patient contacted the implanting clinician and the stimwave therapy consultant and reported that the skin around incision site appeared red and inflamed. The implanting clinician prescribed an antibiotic and sent the patient to an infectious diseases doctor for further analysis on (B)(6) 2017. The patient continued to report good pain relief with the system. The patient was treated with oral antibiotics, and returned to the implanting clinician on (B)(6) 2017 for follow-up. During follow-up, the implanting clinician confirmed that the skin around the incision was no longer red and inflamed and the patient reported great pain relief. The patient reported no other adverse side effects or secondary effects. During this investigation, stimwave discussed the events of the implant with the clinical specialist for this case. This was the implanting clinician's first stimwave implant. The clinical specialist confirmed that on the day of the implant, the product packaging was not damaged, and the sterile barrier remained intact prior to the implant. The implant was completed in accordance with the product instructions for use, with no complications or issues with placement or programming. The patient was bandaged and sent to recovery where the patient reported good paresthesia coverage and pain relief. The patient was discharged. The source of the skin inflammation presentation was not traced back to product sterility and operating room conditions were not compromised. The patient's home environment is an uncontrolled factor that may have contributed to the presentation of the inflammation, however, not enough information in that regard has been provided to be able to pinpoint a single event that lead to the issue. The device did not fail to meet performance or safety specification, and the device was being used for treatment. The root cause of the complaint is not attributed to device failure or inability to meet performance or safety specifications. It is not known if antibiotics were prescribed as a part of after-procedure care, or solely in response to the complaint. The surgery center did not exhibit traits of non-compliance to sterility requirements, and the implanting clinician was trained on how to implant and handle stimwave products and performed the procedure according to the instructions for use. Not enough information about the patient's home environment or personal hygiene or care is provided to confirm as the source of the inflammation. Because this is the first reported case of inflammation at the skin entry site with stimwave products, this event will be tracked for trending patterns. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specification, and the device was being used for treatment. The clinician followed stimwave's IFU for implanting devices and sterility requirements for product and facility were maintained. Since this is the first reported case of inflammation with stimwave products, this appears to be an isolated event. Stimwave was in constant contact with clinical specialist and implanting clinician starting (B)(6) 2017 regarding the complaint and the root cause investigation. Stimwave confirmed that the product was provided sterile and did not fail to meet performance and safety specifications, and verified that the surgery center was in compliance with sterilizations standard for implantation procedures for treatment. While the source of the inflammation could not be confirmed as patient compliance related (patient hygiene, after-procedure instruction compliance), stimwave has confirmed that the patient is receiving adequate pain relief and is in good health. No further action by any party related to this complaint is required at this time, and stimwave will track and trend this complaint. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as skin inflammation may be signs of infection, which can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event. Stimwave acknowledges that this event is reported late, but is being reported as part of corrective and preventive action (not related to this issue) to ensure compliance to adverse event reporting procedures and the regulations.

Event description:
On (B)(6) 2017, the patient contacted the implanting clinician and the stimwave therapy consultant and reported that the skin around incision site appeared red and inflamed. The implanting clinician prescribed an antibiotic and sent the patient to an infectious diseases doctor for further analysis on (B)(6) 2017. The patient continued to report good pain relief with the system. The patient was treated with oral antibiotics, and returned to the implanting clinician on (B)(6) 2017 for follow-up. During follow-up, the implanting clinician confirmed that the skin around the incision was no longer red and inflamed and the patient reported great pain relief. The patient reported no other adverse side effects or secondary effects.